Manufacturer narrative:
Date of event: unknown, as the information was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zxt300 30.5 diopter intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2018. The lens was later explanted on (B)(6) 2018 due to myopic miss. The procedure was completed successfully using a zxt375 28.0 diopter lens. Through follow up, customer account provided additional information confirming a 17 cut radial keratotomy was performed in 1982. After implant of the zxt300, patient's visual acuity was 20/80. The patient was reported as doing well at 1-day post-op. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.